Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 30-jun-2021 for "the foggy was in the image" that occurred in the operating room, prior to use in (B)(6) in the apac region involving pentax medical video gastroscope, model eg29-i10c, serial number (B)(4). The endoscope has since been inspected at the pmk service center and is currently awaiting repairs.